Manufacturer narrative:
Device evaluation of monitor has been completed.  The reported problem (response buttons) has been confirmed.  Upon investigation the monitor was unable to power on and response buttons were non-functional.  The cause for the failure was isolated to a shorted u604 component on the computer/analog pca. The root cause for the reset has not yet been identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor response buttons were not functioning.